Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-dec-2025, an arthrex subsidiary employee reported via email that following completion of an mpfl internal brace procedure, a postoperative x-ray revealed what appeared to be the shaft of the fibertak from an ar-3740sp double loaded knotless knee fibertak anchor. A thorough search was conducted, but the component was not located outside the patient. It was determined that the fragment remained within the bone tunnel, and the wound was reclosed. The anchor remained functional and was used to complete the procedure without further complications. The event resulted in a surgical delay of over one hour, and additional anesthesia was administered. The broken piece remains implanted in the patient. Additional information was received on 05-jan-2025: no additional surgery is planned to retrieve the piece.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as misaligned insertion or prying and leveraging the device.